Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that during meniscus repair, it was found that the ts fall off in the meniscus and this caused a delay. The malfunction was solved using a back up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One curved ultra fast-fix assembly used in treatment, was returned for evaluation. This style product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the delivery needle tip. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The outer blue split protective cannula was returned covering the needle. The depth limiter was returned trimmed and attached to the needle. T1, t2 and suture were returned. T2 was still situated within the needle track. This contradicts the allegation of falling off the meniscus if the anchor has not been manually positioned or stripped off the delivery needle yet. The actuator was found in a pre position state. Once fully forwarded, a click was heard and t2 was stripped off the needle tip as expected. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during meniscus repair, it was found that the ts fall off in the meniscus and this caused a delay. The malfunction was solved using a back up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.